Manufacturer narrative:
Death. (B)(4).

Event description:
During the index procedure one endeavor sprint drug-eluting stent was implanted in the lad. It was reported that approximately 52 months post the index procedure patient death occurred. Cause of death was unknown. The event was not assessed for relatedness to the study device.